Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer plugged the pump in to charge and the issue resolved. Additionally, the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 200mg/dl.